Event description:
Event description cpi received information that this implantable cardiovertor defibrillator (ICD) was electively replaced and the rate sensing portion of this endotak transvenous defibrillation lead was capped due to impedance and thresholds measurements. There was no allegation against the ICD.